Manufacturer narrative:
Device exceeded the product life expectancy and the device was out of specification in a manner that relates to the event.

Event description:
It was reported by repair work order that the siderail compression springs were missing which could result in the side rails unlatching during use.